Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "I pulled implants for our case and had both cemented and press-fit on a cart available for our case. I grabbed the implants and showed the surgeon during the implant time out, we agreed that they were correct and they were opened. The femur that was opened was a cemented implant when it was supposed to be a press-fit implant. The implants were put in and they closed. When I went to put my implants away after the case I noticed that I had a press-fit femur on my cart when I should have had a cemented femur. I notified staff as soon as I realized the mistake." Spoke to mps. No jr rep was present as they were covering another case. Revision surgery took place (B)(6) 2020. Mps confirmed no further information will be released by the hospital or surgeon. Left mako tka.